Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint was confirmed. When the handle was pulled to open/close the grasper, the operation was not possible. It was observed that the actuator that connects the handle and the grasper was bent upward, as well as the shaft that the actuator runs along. It was mentioned that the tissue being operated on was extremely dense, and the surgeon was having issues penetrating through it. Therefore, a potential root cause for the device being bent could be the patient anatomical factors mentioned. When the device was forced against the dense tissue, the actuator could have become bent. When this component is bent, the grasper will not open/close when the handle is pulled therefore it is a root cause for the reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair, the surgeon inserted a penetrating grasper (35 degree up) into the shoulder through the posterior portal through the posterior cuff tendon. In doing so, the penetrating grasper made a loud crack and broke. It was further reported that when the surgeon tried to operate the grasper the jaws of the device no longer moved and the metal shaft of device was slightly bent. The tissue was extremely dense and surgeon was having prior issues penetrating through it. No patient consequences and delay of one min in case. Surgeon used a 45 degree suture grasper to penetrate the tissue (although it was still difficult to penetrate tissue). It was reported that the device did not break into two or more pieces. The sales rep stated that what he meant by broke is that the jaw was no longer opening and closing. No parts of the device fell into the patient. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.